Event description:
The patient stated that for the last 90-120 days he had issues with his cannula kinking. He stated that he checks his blood glucose 8 times a day and if he notices his blood glucose is high he will change his infusion site and he notices that the cannula is kinked. He stated there are some areas on his abdomen that he can no longer use because they "do not absorb." He stated he thinks the 8mm cannula he is using may be too long and that he may be hitting muscle upon insertion. He stated he has lumps at his abdominal infusion sites. He was advised to rest his previous sites for up to 6 months because he is having absorption issues and possible scar tissue. He stated his blood glucose at the time of the report was 130-140 mg/dl. He stated his blood glucose is normally 110 mg/dl and he stated his physician does not want his blood glucose to be over 120 mg/dl. The patient was sent another brand of infusion set to try. The patient did not report assistance by a healthcare professional or second party to address the tissue. No product will be returned for evalaution.

Manufacturer narrative:
H6: no product will be returned for evaluation.